Event description:
On 9/24/97 the account reported a false negative pregnancy result, which was given by test pack plus hcg combo assay. The serum sample used for the testpack plus hcg combo assay was also used for a quantitative assay, run on the axsym analyzer, which gave positive results of 70, 74 and 75 mlu/ml. The sample was repeated on the testpack plus combo hcg assay and again gave a negative result. According to the account, controls were passing for the testpack plus hcg combo assay and were within expected ranges for the quantitative assay on the axsym analyzer. No report of injury.

Manufacturer narrative:
Complaint evaluation: the kit was used by the account was not available for return. Without the returned kit, it cannot be determined if the complaint is kit related. In-house file reaction discs and the returned serum pt sample were used for the investigation. The serum sample elicted a distinct negative result as defined by reference photos when assayed with in-house file reaction discs. The quantitative result of the serum sample was 19.2 mlu/ml, which is consistent with the qualitative result. In addition, the in-house file reaction discs met acceptance criteria when tested with in-house panels. No corrective action is necessary. The customer's complaint was not confirmed. This is the final report.